Event description:
It was reported that the customer was hospitalized for high blood glucose of 479mg/dl. The customer's daughter stated that the insulin pump is with her mother at the hosp and troubleshooting could not be performed at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.